Event description:
On (B)(6) 2011, the pt reported that twice since beginning use of the infusion sets 3 weeks ago, the infusion tubing has broken off of the luer lock. She stated that on the first occasion 3 weeks ago her blood glucose elevated to the mid 200 mg/dl range. She changed the infusion tubing and bolused to lower her blood glucose. Her target blood glucose level is 80 - 130 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent a different type of infusion set as replacement. The infusion tubing was requested to be returned for eval.